Event description:
It was reported that the patient had an episode of sustained ventricular tachycardia (vt) that was unresponsive to lidocaine pushes, resulting in cardioversion to normal sinus rhythm (nsr). The patient began experiencing renal dysfunction on (B)(6) 2022 secondary to volume depletion in the setting of diuresis and diarrhea. Dialysis was started. The patient was intubated (B)(6) 2022 due to trouble breathing. The patient spontaneously went into supraventricular tachycardia (svt). There was no hemodynamic compromise at this point, the patient was alert and oriented, cardiac index and oxygen saturation remained unchanged. An amiodarone bolus was administered without change so the patient was sedated with versed and ventilator. Synchronized cardioversion was administered. A code event was deemed secondary to severe right heart failure. 500 joules of defibrillation with two defibrillators was required. It was also noted that patient experiened renal dysfunction and respiratory failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, renal dysfunction and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26apr2022. No further information was provided. The manufacturer is closing the file on this event.